Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that when they go near a fan they feel a shocking sensation. Patient service (ps) attempted to gather an event date but was unable to due to the nature of the caller. Pt stated they didn't want to get into anything and was frustrated and was saying they don't know when asked for any dates.